Event description:
It was reported that during a shoulder procedure using a super turbovac 90 icw, the wand stopped working during the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.